Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a difficulty in opening the jaws after firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the surgeon try to pull the trigger from the handle? The information was not provided from the hospital. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? --- the information was not provided from the hospital. How was the device removed? Was there any tissue damage? If so, how was it repaired? No. Which firing of the device did this event occur on? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? The information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? The information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No, if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Does the patient have any relevant history of surgical treatments? If so, what? The information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital. The analysis results of the device found that it was received with a kink in the shaft; with jaws in the opened position with a partially fed clip in the jaws. In an attempt to replicate the reported incident, the clip was removed and the cycle was completed and the jaws remained closed; the trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Subsequent actuations fed and formed the clips as intended. The jaws hesitated to open on every firing. Finally the device locked out and the orange indicator was noted to be under traveled. A possible cause of the jaw remaining closed was a potential double feed incident. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. The batch record was reviewed and no anomalies were noted during the manufacturing process.